Event description:
It was reported that this patient arrived at the medical center on (B)(6) 2013 as she experienced increased spasticity. The patient was evaluated by her physician. Reportedly, it seemed the issue was more of a failure to respond to a past does increase than it was to an increase in spasticity. However, the patient was being admitted for observation through the weekend. This device system delivered baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).